Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on the anterior side assessed, as surgical damage. And one opening side assessed, as fold flaw opening. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. No penetrating nick ( stress mark). No further actions are required, as the device was implanted.

Event description:
Healthcare professional, later reported, right side particles in valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.